Event description:
Event description cpi received a communications worksheet that states oversensing was observed. The form also states that sensing and pacing is appropriate. No further information is known at this time.